Manufacturer narrative:
Product analysis: manufacturer's analysis programmer data indicated that the user likely failed to correctly tap the programmer display in order to effect the desired result in programming. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to program leads during a procedure. The programmer remains in use. No patient complications have been reported as a result of this event.